Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly lost access to sound with the device. No history of trauma was reported.

Manufacturer narrative:
Additional information: as per received information the patient suddenly lost access to sound with the device. No history of trauma was reported. In situ measurements are indicative of a device malfunction. However, the available information does not allow to determine a root cause for the reported problem. The device was not explanted but the patient received a implant on the other side due to cochlear malformation.

Event description:
The patient suddenly lost access to sound with the device. No history of trauma was reported.